Event description:
It was reported that the patient¿s health care provider noted an ulceration over the battery. The pocket/incisional wound had eroded and opened up. The header of the battery was visualized through the opening. Drainage was also noted. The patient was referred to a surgeon who explanted the entire system. The patient¿s status was alive with no injury. Additional information about the patient¿s status was requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was recovering as expected, without unanticipated complications.